Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the catheter ablation procedure for atrial fibrillation in the left atrium, the faradrive steerable sheath clear was selected for use. It has been mentioned that air was detected in the flush port when negative pressure was applied during sheath insertion. After inserting the prepared sheath and removing the dilator, negative pressure was applied and backflow was drawn, however, air continued to be aspirated from the flush port. No air was seen inside the sheath when the dilator was removed. A beeat catheter was inserted into the patient at the time the air was observed. No troubleshooting steps have been mentioned. There was no leak observed. The procedure was completed successfully by using a different device but same model. No patient complications have been reported. The product is not expected to be returned as discarded in facility. It was further reported that a pump was used for irrigation at 30ml per hour. No air seen in the patient. The guidewire was right at the tip when catheter was inserted.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the catheter ablation procedure for atrial fibrillation in the left atrium, the faradrive steerable sheath clear was selected for use. It has been mentioned that air was detected in the flush port when negative pressure was applied during sheath insertion. After inserting the prepared sheath and removing the dilator, negative pressure was applied and backflow was drawn, however, air continued to be aspirated from the flush port. No air was seen inside the sheath when the dilator was removed. A beeat catheter was inserted into the patient at the time the air was observed. No troubleshooting steps have been mentioned. There was no leak observed. The procedure was completed successfully by using a different device but same model. No patient complications have been reported. The product is not expected to be returned as discarded in facility.